Manufacturer narrative:
The device is not available for evaluation, nor were any pictures provided. Based on the evaluation conducted, packaging process has established controls to mitigate broken blade condition, the root cause for broken blade condition could be machine related; nonetheless, there are established controls to mitigate this type of condition such as: operator trainings, in-process inspections, 100% visual inspection performed by certified personnel to sort out nonconforming parts prior to final assembly and packaging. Condition could not be confirmed due not sample or photo are available for evaluation. Also, excessive force by end user may cause blade tip breakage. The rootcause is manufacturing error. No RMA was issued when complaint was notified to aspen surgical. Broken condition could not be confirmed. Device history record was reviewed and no nonconformance was issued related to complaint condition. Fmea was reviewed. Failure is scored as low risk. Not update was required. A DHR review was completed for product 371110 with lot number 0444331. There were no noted nonconformities during manufacturing and processing of this product and lot number. All items were noted as within manufacturing specification. This should be considered as the final report but if we find any additional information, we will provide a supplemental reeport.

Event description:
Complaint alleges, "blade broke during use. No patient harm has been reported."